Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with capillary blood glucose readings of 373 mg/dl and 350 mg/dl, which prompted troubleshooting, ketone check guidance, and an infusion set change, after which glucose decreased to 259 mg/dl. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-management with advised infusion set replacement and continued monitoring, without emergency care or hospitalization. Investigation included customer support troubleshooting and user-reported device use assessment. Investigation of this case revealed that the infusion set change was associated with improvement in glucose levels, and no device malfunction was confirmed. It was concluded that the event involved hyperglycemia with an unclear cause and that user education and infusion set replacement resolved the issue.